Event description:
During troubleshooting of an unrelated condition, it was reported that a system error (se) 2367 (resume error, critical error found) alarm occurred during fill one on the homechoice (hc) device. The home patient (hp) was connected at the time of the event. The technical service representative (tsr) had the hp close the clamps and cycle the power. The tsr arranged to swap the hc and discussed the use manual supplies with the hp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.